Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro catheter and the patient experienced a cardiac tamponade which required pericardiocentesis. During use of biosense webster products, post ablation of pulmonary vein isolation, a pericardial effusion was noticed via intracardiac echocardiogram ultrasound after a cardioversion. The patient did not have any other symptoms. The patient was tapped, and pericardiocentesis was completed in which 200ml of fluid was removed. The patient did not require cardiac surgery. The patient was reported to be in stable condition and was moved for observation. Patient went home the next day after staying overnight for observation. The patient fully recovered. The physician¿s opinion on the cause of the event is cardioversion and the patient jerking, not being paralyzed. No error message observed on the biosense webster equipment during the procedure. Activated clotting time before procedure was below 200 and during the procedure was over 300. Two transseptal punctures were performed with a versacross. Radio frequency (rf) was delivered. Performed 96 ablations, 80 within the pulmonary veins and 16 outside of the pulmonary veins. The correct catheter settings were selected on the generator. No issues with rate change at the start of the ablation. Irrigated catheter flow setting was 15/4 on ablation. No steam pop.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31676728l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).